Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: gmrs dist fem comp sml l 65mm; cat# 64952010; lot# lnt2y, mrh tibial b/plt keel med 2; cat# 64813112; lot# l6h2t, triathlon cemented stem-15mm x 50mm; cat# 5560-s-115; lot# 0116696d, gmrs connection piece 90mm lft; cat# 64956009; lot# ctd33854, gmrs small axle; cat# 64952115; lot# ctd62983, gmrs small femoral bushing; cat# 64952105; lot# ljh404, mrhk tibial sleeve; cat# 64812140; lot# lkp085, mrhk bumper insert 3 degrees; cat# 64812133; lot# lkx420, mrh tib rot comp xs-xl; cat# 64812100; lot# 180633a, gmrs extension piece 180mm; cat# 64956180; lot# na47p, gmrs small femoral bushing; cat# 64952105; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: the patient had an index left tka outside of cors scope. Patient had multiple pjis and revisions outside cors scope. On (B)(6) 2022. Patient underwent revision for pji with total femur. (At this time gets included into cors). The patient developed pji again and was revised on (B)(6) 2024.all components were exchanged. But with off-label use components.